Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an error 3 message when testing blood glucose using the adc freestyle libre reader on (B)(6) 2021. As a result, the customer experienced hypoglycemic symptoms described as malaise and was provided oral glucose by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury.